Event description:
This console was not on a pt. A syncardia css console service technician reported that during console repair activities, the primary controller did not pass the console test validation protocol. The left and right clippard valve were replaced. Subsequent calibrations revealed that the css console did not consistently pass calibration. This alleged failure mode poses no risk to a pt because it occurred during repair activities at syncardia and the css console was not on a pt. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because the css console has a redundant, backup controller, and redundant system performance was not affected. A failure investigation was conducted at syncardia, and the results are set forth in the failure investigation report attached hereto. The css console was examined and shown to be operating as intended. The controller was deemed to be the root cause of the intermittent calibration failures.

Manufacturer narrative:
The failure of right pressure was resolved with the replacement of the buffer tanks. This appeared to make the system more robust, alleviating some of the typical component, part and system variations. There may also have been small leaks contributing to the calibration failure, and the disassembly and reassembly of fittings could have eliminated any of those potential leaks. The failure of flow was resolved by adjusting the shims inside the clippard valves. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary; however, in some instances, it assists in bringing the waveform into calibration. It was apparent that the intermittent failure was being caused by several small issues simultaneously. Each issue on its own may not have been severe enough to cause calibration failure, yet taken in combination, they contributed to the intermittent failures observed. These issues did not present a danger to the operational stability of the css controller, but rather presented a borderline waveform, which at times was acceptable to the computer software and at other times was outside of the acceptable waveform limits, causing intermittent failure. This alleged failure mode poses no risk to a pt because, it occurred during repair activities at syncardia and was not on a pt. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because the console has a redundant, backup controller, and redundant system performance was not affected. Syncardia has completed its evaluation of this issue and is closing this file. Overall conclusions: the console was examined and shown to be operating as intended. The controller was deemed to be the root cause of the intermittent calibration failures. The failure of right pressure was resolved with the replacement of the buffer tanks. This appeared to make the system more robust, alleviating some of the typical component, part and system variations. There may also have been small leaks contributing to the calibration failure, and the disassembly and reassembly of fittings could have eliminated any of those potential leaks. The failure of flow was resolved by adjusting the shims inside the clippard valves. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary; however, in some instances, it assists in bringing the waveform into calibration. It was apparent that the intermittent failure was being caused by several small issues simultaneously. Each issue on its own may not have been severe enough to cause calibration failure, yet taken in combination, they contributed to the intermittent failures observed. These issues did not present a danger to the operational stability of the css controller, but rather presented a borderline waveform, which at times was acceptable to the computer software and at other times was outside of the acceptable waveform limits, causing intermittent failure.